Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. As a proactive measure reloaded the system software. The system was tested and found to be working as intended.

Event description:
It was reported that the itrak 3500l system failed surface registration. There was no report of patient injury.